Manufacturer narrative:
Foreign : (B)(6).

Event description:
Information was received that the cuff on a smiths medical (B)(4) flextend tts pediatric straight neck flange tracheostomy tube was suspected to be leaking as it had to be blocked frequently. No reported medical intervention. No patient adverse effects were reported.

Manufacturer narrative:
Device evaluation: one sample was received from p/n 67pfs45 l/n 3702470 without its original packaging. Sample was received in used condition with its certificate of safe handling. Visual inspection was performed in order to detect any damage on the cuff or airline. No discrepancies were found. The sample was tested on leak test. The test was performed, the unit was inflated, and it was visually inspected no leakage was observed and it was observed that the sample was well inflated. Then the unit was submerged under water,no leakage was observed. It was followed to massage the product, the balloon was squeezed and the airway line was moved back and forth, no leakage was detected. Production personnel performs a 100% leak test during process. Quality inspectors take a representative sample of the lot and performs leak test . The customer reported: was not confirmed. There is no root cause for this event since the complaint was not confirmed.